Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation as it remains in the patient and there was no reported device issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of death, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is filed to report the patient death. It was reported that on (B)(6) 2014 the patient underwent the mitraclip procedure reducing the mr grade to 1. On (B)(6) 2018 the patient had an echocardiogram showing moderate mr grade or grade 2. The mitraclip was stable on the leaflets. On (B)(6) 2019 the patient expired of unknown cause, but the patient has a history of myelodysplastic syndrome. No additional information was provided.